Event description:
Rptr described the following: a nurse "brushed her hand" against a sharps disposal container and rec'd a needlestick from a needle that had reportedly punctured through a wall of the container. According to the rptr, the sharps container was secured in a locking wire bracket which was mounted to a "rolling" medication cart.